Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9597-10 due to there being an ar-9676 angled reamer shaft stuck inside the device that cannot be removed. Visual evaluation noted that there was an ar-9676 stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/10/2023, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer fused together. This occurred during a reverse total shoulder where somehow the 2 devices fused together and could not be taken apart. The case was completed using a reamer from a 2nd tray. There was no effect on the patient.